Event description:
Customer reported that on (B)(6) 2010 because she had incompatible test strips (fs classic) her freestyle freedom lite blood glucose meter would not turn on. She further reported subsequently experiencing nausea and vomiting. Customer also reported experiencing a seizure. She additionally noted self-administering 55 units of lantus insulin, 60 units of "insulin" and phenergan gel (promethazine hydrochloride - an antiemetic), which she noted was a change to her normal medications. Paramedics were called, but the customer was unable to state what treatment or service they provided. However, customer was able to report she was not transported to a healthcare facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Customer service arranged for replacement products to be provided via a field exchange.